Manufacturer narrative:
The investigation findings and investigation conclusion codes were updated. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The ca2 reagent lot number was 88207801 with an expiration date of 31-aug-2026. Calibration was last performed on 01-feb-2026 with no issues. Qc was acceptable. There is no indication of a reagent performance issue. The field service engineer (fse) found the vacuum lines were clogged, preventing proper suction. The fse replaced the 3 rinse-head lines. A precision study and rinse arm inspection were completed. The customer has had no further issues. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter questioned "a few" results for patients tested for calcium gen.2 (ca2) on a cobas 8000 c702 module. The customer identified a discrepant low result for 1 patient sample. The initial result was 7.3 mg/dl. The repeat result on a different c702 module was 9.2 mg/dl. The repeat result was believed to be correct.